Manufacturer narrative:
A sample was not returned for evaluation. No device history record review could be performed since a lot number was not provided. Since the sample was not returned for evaluation, the failure could not be confirmed therefore the root cause and corrective actions could not be identified. This complaint will be closed with no further action. If sample is received later, the complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that during handoff the rn was notified that the patient had developed nausea and vomiting overnight which required a prn order for zofran. On assessment early in the am, the rn noticed feeds leaking from the kangaroo pump. It was noted that the plastic tubing exiting the purple cartridge that plugs into the kangaroo pump had become partially dislodged. This area of disconnection was allowing the enteral feeds to exit the patient's tubing as well as intaking air which was then being pumped through the tubing into the patient's stomach. This could have been a contribution to the patient¿s nausea and subsequent vomiting that led to two doses of zofran being given and a delay in her morning medications. Per the customer, all known information has been provided.

Manufacturer narrative:
The investigation summary was sent to the qra inbox for translation and once translated, the region will attach the closure letter.